Event description:
After a procedure, the technician reportedly performed a leak test and found that the connecting tube was compressed due to a patient bite. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator and the distal end was cracked. This report is being submitted for the malfunctions found during evaluation (foreign material and crack). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, foreign material was found in the forceps elevator and the distal end cover was cracked due to physical stress. Service also identified the following issues: there was leakage from the scope connector due to loose/worn parts which resulted in the scope no longer being watertight, angulation was reduced due to the angle wires being stretched, the angulation control knob was loose and in the incorrect position when the bending section was straightened due to the angle wires being stretched, there was a gap of the adhesive on the bending section cover, the markings on the insertion tube and control section were unclear due to peeling caused by chemical stress, there was discoloration of the insertion tube due to handling issues, a dent was found in the insertion tube, the coating on the cord was peeling and scratched, the objective and light guide lenses were cracked to due to a shock caused by handling issues, the connector and connector cover were discolored, the image guide protector was damaged, the image was out of focus and white and black dots were present due to the charge-coupled device being damaged, the acoustic lens was damaged, and scratches were observed on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. B3, b5: updated with information received from the customer.

Event description:
Customer confirmed the event was found during reprocessing and there was no scheduled procedure in continuation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 18-jan-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cracked distal end likely occurred due to stress and/or handling the device. The cause of the foreign material likely occurred from incorrect reprocessing. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.